Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Four (4) attempts have been made by two (2) phone and two (2) emails to obtain; patient treatment settings, patient information, patient photos which were provided by the user facility. Lumenis has not been contracted to service the subject device, therefore no examination of the subject device occurred following the adverse event. There is no allegation of any system issue or malfunction from the customer. A lumenis clinical trainer and health professional concluded that "in regards to the provided patient and treatment-related data (including examination of the incident report form and patient photograph), key elements are missing plus description of adverse event is reflected differently from actual patient picture. The patient being a skin type IV, the ipl parameters used for the treatment are not within manufacturer's guidelines as a 590nm filter should have been used. In addition, for the photofractional procedure which combines ipl and resurfx, it is not recommended to use 2 ipl passes prior to the resurfx. In the incident form, there is a mention that both circular and rectangular lightguides were used but it cannot be with same fluence settings as the two spots have 60% difference. The device was therefore certainly subject to abnormal use. The patient sustained a serious injury that required led and silver sulfadiazine which is required in case of second or third degree burns. Resolution is unclear at this time. It is also unclear who filled in the incident form but the event is described there as an epidermal first degree burn that did not require medical intervention for which the pictures show different. At examination of the patient picture, at level of nasolabial folds, temple and cheek area, some punctiform depressions added to the burns can be observed. It may be resulting from added filler injections pre-op at these specific points but no information could be obtained about this. The adverse event may lead to permanent impairment with subsequent scarring, leading therefore to a hazard severity rating of 6. While the information received to date confirms that a serious injury occurred and required led and silver sulfadiazine, because of the chance of sustaining a permanent impairment, the company is reporting the event. The most probable cause for the adverse event is a user error, a failure to follow instruction according to the user manual. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
A foreign user facility reported that one (1) patient sustained burns to the face following treatment with a lumenis m22 laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.